Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please provide procedure name and date? Unknown. Was there any associated medical or surgical intervention to treat the infection? If so, please clarify. Unknown. Please provide lot number. Unknown. What is the most current patient status? Unknown. We couldn't have additional information due to infection status in the hospital. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the adhesion barrier was used. It was reported that infection occurred. Additional information was requested.